Event description:
The patient arrived at the ER (emergency room) on the date of this report as the physician thought the catheter may be dislodged. The patient reported having back pain and a bump on his back. An MRI was being done. The interventions, outcome, and drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. Product ID: 8709, lot# j0177957r, implanted: (B)(6) 2001, product type: catheter. (B)(4).